Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed a skin irritation and infection at the retroauricular site in (B)(6) 2024 (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.